Event description:
It was reported that the keypad button presses did not activate desired pump functions. The contrast, up and down arrow keypad buttons intermittently unresponsive when pressed. The keypad is intact. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the keypad appears to be intact with no lifting or peeling observed, the contrast keypad button unresponsive to user input when pressed, the up and down keypad buttons were intermittently responsive when pressed, the contrast button also was sticking when pressed, and there was evidence of adhesive/contamination under all key contacts.